Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. D4: batch #166d07. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with four ecr60d reloads (b, c, d and e) present. The reloads (b and d) was received unfired. The reload(c) were received partially fired 1/16, with 16 drivers missing, making the reload non-functional. In addition, the reload(c) pan was noted to be partially dislodged from the right proximal side. The reload(e) was received with pan detached and missing, with 31 drivers missing. The returned device and reload(b and d) were tested for functionality in the straight position. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Regarding the partially fired condition, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Regarding the pan dislodgement and driver missing condition, it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 166d07, and no non-conformances were identified. Additional information was requested and the following was received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled? Unknown. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during the surgery, after fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed to another three to continue the surgery, the same problem happened again. Used suture to oversew. There was no patient consequence reported, no additional information could be provided.